Manufacturer narrative:
Siemens has requested the instrument files for further investigation. Investigation will commence once the files have been received. The cause of this event is unknown.

Event description:
The customer reported that their rp500e instrument gave a discrepant total hemoglobin result compared to retesting of a different sample on their laboratory device. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has shown due diligence in requesting for information for further investigation. The customer was contacted several times for instrument log files but was unable to provide all the required logs. Without the required information an investigation cannot be performed. The cause of this event is unknown.